Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty advancing or removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it was reported that the guide wire was observed to have peeled polymer once removed. It is possible that manipulation of the wire, when resistance was encountered, contributed to the polymer peeling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the femoral artery. During advancement and removal of the command 18 guide wire resistance was felt the a non-abbott guiding catheter. It was observed the tip coating was peeled. A new command guide wire was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.